Event description:
There was a plate already positioned on top of the clavicle. Hydroset was used to fill in a void in the medial piece of the clavicle. The rest of the hydroset was used as a scaffold around the bottom of the plate and fracture site. Hydroset was set on the bone for twelve minutes. The doctor drilled through one of the plate's holes near the fracture site and hydroset, resulting in a piece of hydroset to fall off the bone.

Manufacturer narrative:
The actual device is not available to stryker for evaluation.